Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, a vessel perforation was exhibited. The procedure was completed with success; however, a pericardiocentesis required due to the presence of a cardiac tamponade. The patient was then transferred to an intensive care unit with stable vital signs.